Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used during a double j catheter insertion procedure in the ureter, performed on (B)(6) 2022. Prior to the procedure, when separating the suture, it was noted that the distal part of the stent was ruptured and the stent shaft was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was to be used during a double j catheter insertion procedure in the ureter, performed on (B)(6), 2022. Prior to the procedure, when separating the suture, it was noted that the distal part of the stent was ruptured and the stent shaft was broken. Another polaris ultra ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Additional information was received on (B)(6)2022 clarifying that only the pigtail coil was detached/separated and not the stent shaft.

Manufacturer narrative:
Block h6: conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: additional information updated a1: patient identifier; a2 date of birth, age at time of event; a3 sex; a4 weight updated b5: incident description updated h6: device code